Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Medical records were received and reviewed. Review of provided patient x-rays by depuy cpd found the femoral head not in a central orientation with respect to the acetabular shell. The exact cause for the complaint cannot be determined. A search of the complaints databases finds no other reports against the provided product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Device not returned.

Event description:
Liner, head and stem revised due to poly wear.